Event description:
The device was returned to the service center with a report from the customer contact of alarming with a s136 (watchdog error-uic) malfunction alarm code. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device alarmed with a whitescreen error.

Manufacturer narrative:
During testing the device alarmed with a whitescreen error with an audible alarm from the secondary speaker. During a review of the device history, a s136 malfunction alarm code was noted. Further testing found the device did not pass the sdram test. The probable cause for the customer reported s136 (watchdog err-uic) malfunction alarm code and white screen error found during testing at the service center was the som2 hardware module. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.